Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 sensor detached after 7 days of wear, per the customer, related to exposure to moisture. On (B)(6) 2021, the customer experienced a seizure and was provided glucose water provided by a non-hcp. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported the adc freestyle libre 2 sensor detached after 7 days of wear, per the customer, related to exposure to moisture. On (B)(6) 2021, the customer experienced a seizure and was provided glucose water provided by a non-hcp. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle libre 2 sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre 2 sensors, and a trend was investigated where a probable root cause was related to an insertion issue. The issue associated with this complaint may or may not be related to this root cause, however product return is required to further investigate. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.